Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the mayfield head holder adaptor would not unscrew from the mayfield head holder. This was noticed after a surgery. After several attempts, the black knob of the adaptor cracked in half. Since the hospital was unsuccessful in removing the mayfield head holder, the mayfield head holder adaptor was removed from the support arm so that the crw frame could be used for the surgery instead. The hospital later reported that the mayfield head holder was finally removed from the adapter; however, the adapter is unusable since it is cracked. The exact time it took to remove the device is unknown; however, it was reported that it occurred prior to surgery.

Event description:
It was reported that the mayfield head holder adaptor would not unscrew from the mayfield head holder. This was noticed after a surgery. After several attempts, the black knob of the adaptor cracked in half. Since the hospital was unsuccessful in removing the mayfield head holder, the mayfield head holder adaptor was removed from the support arm so that the crw frame could be used for the surgery instead. The hospital later reported that the mayfield head holder was finally removed from the adapter; however, the adapter is unusable since it is cracked. The exact time it took to remove the device is unknown; however, it was reported that it occurred prior to surgery.

Manufacturer narrative:
It was reported that the mayfield head holder adaptor black knob could not be unscrewed, and that after several attempts, it cracked in half. Event summary, device history record review and complaint history review did not identify contributing factors. On this occasion it is not possible to determine the cause of the reported event as the mayfield head holder adaptor was returned without the black knob alleged to have failed. In the initial medwatch (3009185973-2018-00055), it was reported that the manufacturing date was jun 3, 2016. The manufacturing date of the mayfield head holder adaptor is unknown. Jun 3, 2016 is the manufacturing date of the core device br16009.

Manufacturer narrative:
In the initial medwatch (3009185973-2018-00055), it was reported that the manufacturing date (h4) was jun 3, 2016. However this date was the manufacturing date of the core device br16015. However later on it was noted that the core device associated to the subject mayfield head holder adaptor was br16009 and not br16015. Therefore on the second medwatch (3009185973-2018-00055-1), it was noted that the correct core device was br16009, however the previous manufacturing date was not corrected (jun 3, 2016). The correct manufacturing date for br16009 is apr 21, 2016. Date received by manufacturer (date the error in report 3009185973-2018-00055-1 was noted)

Event description:
It was reported that the mayfield head holder adaptor would not unscrew from the mayfield head holder. This was noticed after a surgery. After several attempts, the black knob of the adaptor cracked in half. Since the hospital was unsuccessful in removing the mayfield head holder, the mayfield head holder adaptor was removed from the support arm so that the crw frame could be used for the surgery instead. The hospital later reported that the mayfield head holder was finally removed from the adapter; however, the adapter is unusable since it is cracked. The exact time it took to remove the device is unknown; however, it was reported that it occurred prior to surgery.